Manufacturer narrative:
The device is expected to return for investigation. It has not been received.

Event description:
The event involved a plum 360 pump that the customer reported cisplatin 23 mg infusion was started at 12:34 and programmed to infuse 230 cc in 1 hour. The customer reported that the pump changed the programming to infuse in 23 minutes instead of the 60 minutes that was programmed. There was patient involvement, however, the patient did not present with an adverse reaction and no change in clinical condition. There was no report of harm, no delay in therapy, and no need for medical intervention.

Manufacturer narrative:
H10: the device was received for investigation on 12/28/2019. An event history download was made from the pump and the date and time commented by the customer (november 18, 2019) was reviewed. An infusion test was performed with the following programming: start of infusion: 01:47 p.m. 14. Jan.2020 channel: a speed: 230 ml / hr volume to infuse: 230 ml duration: 1 hours results: end of infusion: 02:47 p.m. Jan.14.2019 infusion duration: 0 hours 59 minutes 58 seconds infused volume: 234 ml test summary: the device was programmed on channel a in alternate mode to deliver a volume of 230 ml in 1 hour at a flow rate of 230 ml / hr, resulting in 234 ml delivered in 0 hours 59 minutes 58 seconds. 234 ml * 5% = (+ -11.7 ml) with a tolerance of +/- 5%, the delivery value was found in the acceptable range. The margin of error of delivery was +4 ml. The probable cause: user error programming.